Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported display/screen. There was no reported patient involvement.

Event description:
The customer reported display/screen. There was no reported patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted unit received for display / screen issue. Replaced the broken display module. Pm performed. All tests passed. A review of the device history record for sn (B)(6) was performed from the date of manufacture 02/16/2016 to the present date 10/02/2020 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there was a production failure q6 200221307 for fsod calibration failure which does not correlate to the customer reported issue.

Event description:
The customer reported display/screen. There was no reported patient involvement.